Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm. On (B)(6) 2026, around 2pm, the patient¿s lost consciousness and their cgm was in a brief sensor error state. The patient¿s parent called 911. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was 32 mg/dl while the cgm was still in a brief sensor error state. Ems treated the patient with juice. Fifteen minutes later, the patient¿s bg meter reading increased to 75 mg/dl. The patient also removed her sensor. The patient was ¿fine¿ at the time of report. No product was provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.